Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the maintenance the field service engineer found that the one of the tube of the subject device connected to the oer-4 was broken. The user had reprocessed the endoscopes with the broken subject device until that time. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the complaint information there was the possibility that the reported phenomenon was attributed to the excessive force applied to the device, or accumulation of stress in use, or aged deterioration, or a combination thereof.